Manufacturer narrative:
Continuation of d10: product ID 97755; serial/lot# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller 'stopped working' about 3 weeks ago (confirmed after new year 2025). Patient said they thought they lost the controller, had a terrible time trying to work through sunmed, then later found the controller, but now the controller 'didn't work at all.' Agent asked, patient said the controller was able to power on, but when they pressed and held the lock button, they couldn't get a reading for how charged or uncharged the implanted neurostimulator (ins) was. Patient mentioned they had charged the controller a million times, so it should be charged, but if they tried to put the recharger paddle on their back, the controller would sometimes come on for a second, but then it would say unable to find the implant. Agent had patient select 'recharge' on 'no device found' screen. Patient entered passive recharge mode and reported seeing connectivity of 94, shifting around in the high 80's. After a few minutes, patient was recharging with excellent quality; controller battery was 100% and the implant was in the red. Patient said they thought they had kept pressing try again and recharge options, but never got to that point. Patient saw system problem rm03 come up for a moment but was able to bypass and keep charging by pressing the batteries icon. Patient saw poor recharge quality as well; agent reviewed best practices for positioning the recharger and patient was able to continue charging ins for the rest of the call. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with patient everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Patient mentioned having been sent prior replacement equipment from medtronic without issue; when they thought the controller was lost, they felt like sunmed took forever to do anything and then they still got charged money, so they were very relieved to have found their controller. No new information received. Serial number of recharger only provided. Manufacturer rep called and said the pt had been having several error codes coming up on their screen and reiterated details of the case. Rep specifically mentioned software problem and the recharger getting hot to the touch. Rep. Said event date was last couple of weeks. A replacement recharger telemetry module (rtm) was sent out.